Event description:
Induration and site infection (with drainage). Hub imbedded after placement of l-cath piccliwe, the design flaw that caused/contributed to induration with drainage is the hard plastic composition of the PICC line hub. The hub has 4 hard plastic corners or points. Facility hopes with increased awarness of the problem, the hub of the product can be redesigned to be made of softer plastic.